Event description:
Tibial insert 8mm could not be coupled with the tibial tray; 9mm insert was used and the surgery was completed successfully. No tibia recut needed. The surgery was prolonged by about 20 minutes. Devices coupled in backtable.

Manufacturer narrative:
Batch review performed on 28 july 2025. Lot 2426815: (B)(4) items manufactured and released on 09/11/2024. Expiration date: 23/10/2029. No anomalies found related to the problem. To date, 27 items of the same lot have been sold with no similar reported event during the period of review.